Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were 363 mg/dl and manual injections were administered to address the bg levels. A system check was performed using the current supplies and insulin was observed exiting the infusion set tubing during the load fill tubing sequence. The insulin took longer than expected to exit the infusion set tubing and once it was observed, the drops did not consistently exit the tubing. Reportedly, the customer had been using apidra insulin in their cartridge. Tandem technical support advised the customer to perform a complete supply change using a new vial of insulin and also informed the customer that apidra insulin was contraindicated to be used with the pump. The customer was to contact their healthcare provider in regards to other insulin types.